Event description:
This teen suffered a case of culture negative fungal keratitis -diagnosed on clinical grounds- that responded well to natamycin drops. He suffered a corneal scar, and reduction of best corrected vision to 20/30 in his right eye.